Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the overlay/xy board connection was reseated to resolve this issue. Analysis also found the programmer failed right antenna connection at functional test; the antenna connection was reseated to resolve this issue. It was noted the plastic handle covers were cracked.

Event description:
It was reported that the programmer stylus would not calibrate. The programmer has been returned for service. There was no patient involvement.